Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, a definitive cause for the reported difficulties cannot be determined; however there is no indication to suggest a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 3.0x38 mm xience prime stent was implanted in the heavily calcified, mildly tortuous left anterior descending artery on (B)(6)2015. Post implantation of the xience prime stent during the patient's routine follow up visit on (B)(6) 2016, it was noted the stent was no longer well apposed to the vessel wall. The stent had recoiled. The patient's blood flow was not affected by the recoiled stent. Medical intervention was not required due to the recoiled stent. There was no adverse patient effect and no clinically significant delay in the procedure.